Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2019 the patient was taken to the hospital on an emergency basis, reporting stoma site pain for 25 days and stoma site discharge during cleaning. An evaluation and gastroscopy was performed and the result was a bezoar of the intestinal tube. The peg-j tubes were replaced.

Manufacturer narrative:
Reference record (B)(4). A y-adaptor and peg-j tubing were received. Evaluation revealed the peg and j-tubing were cut near the internal fixation plate. No other apparent damage or defects were observed. No bezoar was present on the j-tubing.

Event description:
The sample was returned and evaluated.